Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50 , serial: (B)(4), batch: 7060592.

Event description:
It was reported that the patient was experiencing pain at the ipg site and a burning sensation traveling up to the paddle site. The ipg was interrogated and turned off using a magnet but the ipg turned on all on its own when the magnet was removed. The patient was brought to the hospital and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-8336-50 (sn:(B)(6)). The returned paddle lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing pain at the ipg site and a burning sensation traveling up to the paddle site. The ipg was interrogated and turned off using a magnet but the ipg turned on all on its own when the magnet was removed. The patient was brought to the hospital and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing pain at the ipg site and a burning sensation traveling up to the paddle site. The ipg was interrogated and turned off using a magnet but the ipg turned on all on its own when the magnet was removed. The patient was brought to the hospital and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively.